Event description:
Per (B)(6) at md office: mrs. (B)(6) was just seen in clinic. Upon examination we found her cadd legacy 1 pump off (IV remodulin). She thinks it was only off for a 'little bit". Her site, tubing, pump all seemed fine. Dr. (B)(6) and I troubleshooted the pump. It cycles through and upon self-test it will not progress and beeps repetitively. She is currently switching to her backup pump (it was in the car). She has been instructed to report to the ed immediately if the back-up pump does not work either. She understands the severity and half-life issue. She said she will call (B)(6) specialty pharmacy as well to ask for a backup replacement pump. Spontaneous call. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver.

Event description:
Per (B)(6) at md office: mrs. (B)(6) was just seen in clinic. Upon examination we found her cadd legacy 1 pump off (IV remodulin). She thinks it was only off for a 'little bit". Her site, tubing, pump all seemed fine. Dr. (B)(6) and I troubleshooted the pump. It cycles through and upon self-test it will not progress and beeps repetitively. She is currently switching to her backup pump (it was in the car). She has been instructed to report to the ed immediately if the back-up pump does not work either. She understands the severity and half-life issue. She said she will call (B)(6) specialty pharmacy as well to ask for a backup replacement pump. Spontaneous call. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver.